Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a trellis device. It was reported that the distal balloon was broken after the first run; it was noticed that it was stripped off the catheter upon removal. The balloon was stripped on one end and was still attached on the other end. It apparently became sheared when being pulled through the sheath and it was turned inside out. Another trellis device had to be used in order to complete the case.